Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient failed to recharge the ipg for several months. Subsequently, therapy was lost and patient was unable to charge the scs system. The sjm representative was unable to establish communication with the external devices. Surgical intervention may be undertaken as the next course of action to address the issue. Follow-up identified surgery took place on (B)(6) 2016 during which time the ipg was explanted and replaced with an updated model. Stimulation was restored and the issue resolved postoperatively.